Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery, lens was not deploying and unit was not implanted. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).